Manufacturer narrative:
An event of explant due to separated leaflet was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, a 19mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2023, a re-do procedure was performed with the 19mm trifecta being explanted due to separated leaflet. A non-abbott valve was implanted. The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2023, a re-do procedure was performed with the 19mm trifecta being explanted due to separated leaflet. A non-abbott valve was implanted. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.